Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously positive total beta hcg ((B)(4)) results generated by unicel dxi 800 access immunoassay analyzer for one patient's sample. The result was reported out of the laboratory. Subsequent testing on an alternate instrument produced results within the normal reference range. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Information regarding patient, sample collection, qc, and system check was not provided. Service was not dispatched for this event. A clear root cause for the event has not been determined to date.